Event description:
It was reported that on 2012 (B)(6), the patient fell on gravel, while going down a hill, and hurt her knees. The patient also experienced a loss of therapeutic effect but did not correlate the fall to the loss of effect. It was noted that the patient previously had two slings implanted to treat her retention and frequency issues. Subsequently, the patient checked their stimulation settings and found that they were on program 1 at 1.8v when they had previously been on 4.0v. Stimulation was then increased to 2.3v and the patient had comfortable stimulation in the bicycle seat area. It was also reported that the patient had "all of a sudden," the patient started experiencing urinary tract infections (uti). The patient had sequential infections on (B)(6). During each of the uti occurrences, the patient was prescribed antibiotics for 24-48 hours. No further information pertaining to the patient's status was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v570356 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their therapy or device. It was further stated, the patient was working with their healthcare provider and had an appointment scheduled for (B)(6) 2012. No further information was reported